Manufacturer narrative:
Date sent to FDA: 09/15/2020. Additional information: a2, b7, d3, g1, g2. Additional b5 narrative: it was reported that following insertion the patient experienced discomfort.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2015 and mesh was implanted. It was reported that the patient underwent recurrent hernia and excision surgery on (B)(6) 2015 during which the surgeon noted he excised the hernia sac that contained an old piece of mesh. It was reported that the patient experienced severe pain, mesh excision, recurrence, nausea, inflammation, bulging, stress and anxiety. No additional information was provided.